Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that time was off on system. A technical support specialist (tss) dialed into both stations reported by the user. Found device time lagging by 6-8 minutes compared to server time. Applied knowledge article and manually corrected the device time. Verified synchronization with server time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was slow, the station time was incorrect and new patients were not syncing to the station, and old patients were not being removed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server was slow, the station time was incorrect and new patients were not syncing to the station, and old patients were not being removed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.